Event description:
Customer reportedly received results of 4.8 mmol/l and 12.2 mmol/l within 10 minutes on the aviva combo system. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, the strips had already been discarded.

Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned.